Manufacturer narrative:
Analysis: the sample was discarded at the user facility; therefore, an evaluation was unable to be performed. A lot history review revealed there are no similar complaints associated with this lot. A device history record (DHR) was reviewed for this device. A review of the manufacturing record show the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. There was nothing found to indicate there was a manufacturing related cause for this event. Although requested, additional event details and patient demographics are unavailable. A definitive root cause for the rupture could not be determined. It is unknown if procedural issues contributed to the reported event. If additional information becomes available, a supplement report will be submitted with all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter allegedly ruptured at approximately 9-10 atmospheres (atms) while treating the target lesion in the distal superficial femoral artery(sfa) and popliteal artery. The hcp removed the lutonix dcb without issues and used another lutonix dcb to successfully complete the patient's procedure. Although requested, additional event details and patient demographics are unavailable. The lutonix dcb was discarded by the user facility and is not available for return. No adverse patient outcomes were reported.